Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
The patient was punctured on the hand on (B)(6) 2014 and no abnormalities were noted. On (B)(6) 2014, the catheter was found broken. A chest x-ray was performed, but the catheter was not located.